Event description:
The manufacturer received information alleging a ventilator service required alarm occurred on a trilogy evo while in patient use. There was no report of harm or injury. During the evaluation of the device at the manufacturer's service center, the customers complaint of "service required" was not duplicated during an operational check. An error code indicating "battery_not_charging_fault" occurred when the detachable battery charge level was at 88%. This indicated that the battery was not charging due to a malfunction in the device. The issue could not be reproduced during verification at the repair center, and the faulty component could not be identified. As a preventive measure, the system board and detachable battery were replaced to prevent recurrence of the issue. The technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. The software version was checked. (1.06.10.00).